Manufacturer narrative:
The technician found the hi/low function was drifting. The technician degreased the hi/low drive brake assembly to repair the bed.

Event description:
Info rec'd indicates the bed is drifting.